Event description:
The customer reported that the ac main light is not illuminated. The reported problem is indicative of a power supply failure that will not allow the device to operate on ac power. The device will continue to function on battery power until the battery is depleted. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.